Manufacturer narrative:
The tech replaced the head hi/low hydraulic cylinder to resolve the issue.

Event description:
The tech alleged the hi/low is drifting down slowly on the stretcher. No pt impact.